Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 48 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer reported change alarm and calibration not accepted. The product will not be returning for analysis. Customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
The initial report had the incorrect narrative and auto mode information. The correct information has been provided with this report. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with sugar. The customer was declined for troubleshooting. The insulin pump will not be returned for analysis.